Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received was received that the patient went to the emergency room because of fever. It was determined that the patient had an infection so she underwent an explant procedure. The physician did not feel that the infection had anything to do with the device because the event happened multiple months after the implant, but he was not certain.

Event description:
A report was received was received that the patient went to the emergency room because of fever. It was determined that the patient had an infection so she underwent an explant procedure. The physician did not feel that the infection had anything to do with the device because the event happened multiple months after the implant, but he was not certain.